Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that residual glue residual glue broke off. All of the loose pieces were removed.

Manufacturer narrative:
Alleged failure: after 5 minutes the bead (at the white sleeve around the ablation sheet) loosened. Bead could be completely removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the cleaning and the wiping instruction of the excess glue was not performed which may have contributed to the present of the excess glue on top of the ceramic and potentially breaking off during use. Excessive force used when inserting or removing the probe, the probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects will contribute to the excess glue detachment and protective measure such as in-process inspections. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that residual glue residual glue broke off. All of the loose pieces were removed.